Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, a nurse reported a home visit was conducted after a positive culture with bacteria and candida was received from a previous follow up visit. The patient was prescribed an oral antibiotic, ciprofloxacin, for 10 days and an antifungal ointment. On (B)(6) 2021, the patient reported the stoma did not appear to have improved. The stoma site continued to have pain and was red and itchy with no exudate. Patient was advised to contact a physician for an evaluation. There is no further information regarding the stoma infection.